Event description:
It was reported that there was a medical or therapy problem following replacement. While the stimulation was turned on, the patient had no stimulation sensation. It was also noted that the stimulation turned on/off by itself. The on/off occurrences happened occasionally; however, at the time of the report, the patient could not feel stimulation or increase it event though the programmer indicated stimulation was turned on. The patient was at home. The patient's status was undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).